Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced heart rate increases when not expected. Device interrogation revealed minute ventilation was bringing the patient's rate up to the maximum sensor rate. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific technical services (ts) discussed device reprogramming. Records indicate this device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.